Manufacturer narrative:
During power up, the unit display a flashing medtronic logo screen followed by an unexpected intermittent beep. Did not note any evidence of previous moisture or corrosion on the electronic assembly inside the case. The problem seems to be associated with the electronic assembly. Unable to perform displacement, sleep current measurement, active current measurement, and self tests due to the display anomaly.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
The customer reported via phone call that the insulin pump had blank display. The customer¿s blood glucose level was unknown. Customer assisted with troubleshooting, however display did not return. The customer was advised that the insulin pump needed to be replaced and was advised to discontinue use of the insulin pump and revert to the backup plan. The insulin pump will be returned for analysis.